Event description:
It was reported that there was high impedance, oversensing and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on (B)(4) 2015. Rv pace lead impedance was 3838 ohms on (B)(4) 2015. Sic count went up to 218 in 3 days averaging around 60 sics per day along with a high rate-ns episode showing evidence of over sensing on (B)(4) 2015.